Event description:
It was reported by service report that the fowler link was damaged and the fowler would not move. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler link.